Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting loss of capture and failure to sense. The lead was capped and replaced on 19 feb 2020. There were no adverse patient consequences.

Event description:
New information received notes that the atrial lead also exhibited noise, and high pacing impedance measurements.